Event description:
It was reported that the device was leaking from the cassette connector.

Manufacturer narrative:
Other, other text: one device was returned for investigation. To test for a leak, the reservoir was filled with water which confirmed the customer complaint. Root cause analysis was unable to be determined. A DHR review of the lot showed no causes or potential causes that could have led to the customers reported problem.